Event description:
Nebraska low impedance- a barostim system was implanted on (B)(6) 2025. Around (B)(6) 2026, the patient experienced an intermittent gurgling sensation at the ipg location. The patient denied manipulating the device or experiencing any trauma that might have impacted the device. They reported that when sleeping at night, the device "poked out". While reviewing the impedance trend, it was noted that there was a steep dip in impedance that correlated with the day the patient began to experience symptoms. The gurgling sensation and low impedance of 330 was replicable while the patient was moving around. When the patient was seated the impedance went back to 803. The patient's therapy was reduced to 5ma and xray was ordered and revealed twists in the lead. A lead and pocket revision occurred on (B)(6) 2026. A new lead was implanted, and the device was secured in the pocket. As of (B)(6) 2026, the patient's symptoms were resolved and the impedance was normal.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, the root cause of the event was the device flipping over multiple times until the lead was damaged. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. ID# (B)(4)